Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where every 8-hour timing record did not display correctly because only one explicit administration time was specified in the tq1 segment. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and located the hl7 order message example. The tss confirmed that the host system was sending tq1 segments and that they were parsing correctly. Timing record 1 showed a repeat pattern code of "once" with an explicit time of 0600, and timing record 2 showed a repeat pattern of "every 8 hours" (qnh) also with an explicit time of 0600. Since only one explicit time was provided, only the 0600 dose would display in the "due now" window. The tss informed the customer that when using a frequency such as "every 8 hours" (qnh), all expected administration times must be explicitly included in the tq1 segment for them to appear correctly in pyxis. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, order was not showing, morning dose was not appearing under "due now" in pyxis for patient, while other scheduled doses were showing correctly. However, there were no delays or adverse events or injuries reported based on this event.